Event description:
Event description guidant received information that during the replacement procedure, the header of this pacemaker detached from the body of the device. The device was explanted and replaced.